Event description:
The manufacturer received information alleging the device's active exhalation valve failed occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. However, an error indicating the proportional valve failure was confirmed in the event history, the device's proportional valve was replaced to address the issue.